Event description:
It was reported that impedances were relatively high. It was noted that high impedances were discovered by another hospital and patient was sent for troubleshooting with this healthcare professional (hcp). Patient did not know exactly when they were discovered, but had had a lost efficacy for about 6 months prior to the date of this report, patient was dystonic. Patient had not coincided the loss of efficacy with a fall or trauma but patient had symptoms and that had prompted falls. Imaging was done, but nothing was determined from the x-rays as of the date of this report. Patient was going to be meeting with the surgeon to discuss the situation. All contacts were reading high. Impedances were run at 3.0v. Current program was 1-2-c+, therapy impedance was 0.752ma, high ohms. C0 was 4478, c1 was 5463, c2 was 5141, c3 was 5696, 01 was 2200, 02 was 3000, 03 was 3000, 12 was 2600, 13 was 3600, and 23 was 2600. It was noted that this was the left implant impedance. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-03866.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# j0211882v, implanted: (B)(6) 2002, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3387-40, lot# j0214218v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was later reported that the lead was tested on (B)(6) 2014 and all electrodes were high. The healthcare professional explanted that lead along with the extension and implantable neurostimulator (ins) it was connected too. Impedances on the ins were c/0-4212, c/1-5386, c/2-5141 and c/3-5613. The lead had been disconnected from the extension and all electrodes were high; 0,1,2,3. There was a lead break/fracture. Patient was not receiving therapy from the lead implanted in the right globus pallidus. The impedances were low when the device was interrogated. Impedances were c/0-450, c/1-621, c/2-378, c/3-615, 0/1-636, 0/2-550, 0/3-747, 1/2-633, 1/3-886, 2/3-610. The right lead, extension and ins were also explanted. Patient was alive with no injury. The patient had dystonia and was not receiving effective therapy on both sides of the body. Explants had occurred on (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0211882v, implanted: (B)(6) 2002, product type: lead. Product I:d 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# j0214218v, implanted: (B)(6) 2002, product type: lead. (B)(4).